Manufacturer narrative:
Additional, changed, and/or corrected data: aware date. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained. Zeltiq initiated a voluntary discontinuation and recall of parallel plate applicators for the coolsculpting® system due to the observance of an increased rate of paradoxical hyperplasia (ph) associated with these applicators during a recent analysis of data from the 2019-2021 timeframe. These applicators are sold under the brand names coolcore, coolcurve, coolcurve+, coolmax and coolfit.

Event description:
Allergan aesthetics received a report of a patient treated abdomen with coolsculpting cooladvantage plus coolcore and flanks with cooladvantage coolcurve plus on (B)(6) 2019 developed paradoxical hyperplasia (pah/ph). Diagnosed with pah on (B)(6) 2021 by medical doctor.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the right low abdomen and right flank on (B)(6) 2019 using the cooladvantage+ applicator with coolcore and coolcurve+ contours and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
Corrected data: b3, b5 (area of concern), d1, d4, d8, g1, g2, h6, h11. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the flanks and lower right abdomen using a cooladvantage and cool advantage plus applicator and may have developed paradoxical adipose hyperplasia on the treated area.